Event description:
Brake failure noted during nurses routine check of the bed.======================manufacturer response for med/surg bed, stryker======================service rep will be sent to repair.